Event description:
A surgeon reported that the femtosecond laser was used to create flaps for lasik in both eyes. Approximately one month after the lasik was completed, the patient noted "rainbow glare" in both eyes. The reporter did not disclose which excimer laser was used to perform the refractive treatment. This report concerns the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).